Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory features. The display was dim with discolored text. All the buttons responded properly.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and had to be read in a dark location. Patient reported that there was no trauma or moisture exposure to the pump and the issue was not resolved with battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.